Manufacturer narrative:
The reported events were dislodgement, inadequate capture, and intermittent capture. The reported events of inadequate capture and intermittent capture were not confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found the inner coil was over-torqued at the connector region consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related MFR report number: 2017865-2024-33671. It was reported that on (B)(6) 2024 a patient presented to the hospital at due to a syncope episode. Device interrogation revealed high capture threshold and intermittent capture on the right ventricular (rv) lead. X-ray was performed and revealed rv lead and atrial lead dislodgement. On (B)(6) 2024, the physician elected to explant and replace the rv lead and reposition the atrial lead. There were no patient consequences.